Manufacturer narrative:
(B)(4). At this time, no further information is available. This report will be updated should additional information become available.

Event description:
It was reported that the right ventricular (rv) lead of this pacemaker system had impedance greater than 2,000 ohms. The lead was surgically abandoned and a new rv lead was successfully implanted. No additional adverse patient effects were reported.